Manufacturer narrative:
The reported issue was not confirmed. The device was found to have a flow rate accuracy of -0.63%, which is within the +/-5% specification. The device was tested to meet all specifications on 08/23/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00247).

Manufacturer narrative:
The manufacturer has received the device on 07/20/2017 and is currently in the process of testing of the device.

Event description:
The user reported that pump was under-infusing by 27%. No patient was involved in this case.